Event description:
In the middle of patient ivtm therapy for hypothermia after cardiac arrest, the saline bag emptied several times, and a saline alarm (mid:09) was noticed on the thermogard system. It was suspected that there was a leak in one of the balloons of the icy catheter. Leak check was performed, and no leaked fluid was observed on the system console, patient bed, or on the floor. The saline bag was changed out several times, but the catheter was not replaced. The saline alarm was cleared and therapy was not affected, and the treatment was completed successfully. No known consequences or impact to patient was reported.

Manufacturer narrative:
Event description was updated with additional information received.

Manufacturer narrative:
The device associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
In the middle of patient ivtm therapy for hypothermia after cardiac arrest, the saline bag emptied several times. It was suspected that there was a leak in one of the balloons of the icy catheter. The therapy was not affected by the issue and was completed successfully. No known consequences or impact to patient was reported.